Manufacturer narrative:
Included new information received in b(5) (thrombocytopenia) and additional codes in h(6). The investigation is still in progress. A supplemental report will be filed at the conclusion of our investigation.

Event description:
In addition to the originally reported event, the patient also endured thrombocytopenia with a "possible" relationship to the device.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the thrombocytopenia issues has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding and the thrombocytopenia issues was unable to be determined as no product and insufficient clinical details were provided.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have endured acute blood loss with a "possible" relationship to the impella device. Multiple blood products were required, and device was explanted as a result.